Event description:
A jag precursor was used for the placement of an enbd tube. During the procedure, while the physician was removing the guidewire from the tube, the tip of the wire broke off inside of the pt's biliary duct. The separated tip was not immediately removed as the physician thought that the fragment would be defecated in a few days. At a later date, it was discovered that the tip remained in the biliary duct so it was removed by a snare. Another device was placed on a separate occasion.